Event description:
It was reported that a balloon rupture occurred. A 10/2.00 flextome cutting balloon was selected for use in a percutaneous coronary intervention for angina pectoris. During procedure, at third inflation, it was noted that the balloon ruptured. The device was simply pulled out without any problem. The procedure was completed with another of the same device. No patient complications reported and patient was good post procedure.